Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient said his egv was showing low at that time and his bg meter was also low but can't remember the exact reading on his bg meter sometime after the sensor was put on the arm. He was brought to the hospital and his tandem mobi overload him insulin. He was sweaty and had eaten a lot of food. Per documentation, the patient already talked with the tandem tech about this matter. The cca nurse practitioner called the patient on (B)(6) 2025, to clarify the event details and the patient stated that he has problems all the time with dexcom and declined to speak with me today stating he was on his way to an appointment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. It was found in connection with the reported allegation that the estimated glucose values reached the low alert threshold (70 mg/dl) twice on the alleged date of (B)(6) 2025. The app delivered alerts, as expected, per specifications and patient settings. The low alert was set to vibrate only; however, haptics were disabled. In addition, intermittent signal loss was observed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. The date of event is an approximation. On 10/15/2025, it was reported that the patient said his egv was showing low at that time and his bg meter was also low but can't remember the exact reading on his bg meter sometime after the sensor was put on the arm. He was brought to the hospital and his tandem mobi overload him insulin. He was sweaty and had eaten a lot of food. Per documentation, the patient already talked with the tandem tech about this matter. The cca nurse practitioner called the patient on 10/29/2025 to clarify the event details and the patient stated that he has problems all the time with dexcom and declined to speak with me today stating he was on his way to an appointment. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.